Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that there was an alleged inaccuracy during a c1-c2 fusion. The screw on c2 right side was inaccurate (by 1 inch, direction unknown), however all other screws and instruments seemed to be accurate. The site swapped navigation systems, but the issue was unresolved. The site then proceeded with the case using another imaging system on site. The instruments, as well as the implants, were then accurate. There was less than an hour delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
H2 additional information: updated b5, d4, and d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial lot/sw version: (B)(6). H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was thought that only one side of the imaging system's accuracy was "off" and after attempting to use a different imaging system for the same case, there were no issues with accuracy. The rep thought there was an issue with the calibration on one side of the imaging system. It is unknown what event caused the imaging system inaccuracy, as that imaging system had been in use consistently and working perfectly up until it was reported.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The archives loaded successfully and there were 2 imaging system images present with 192 slices each with spacing thickness of 0.83 mm. There were 3 application session logs present on the issue date. But, only one session captured the site using the imaging system auto registration and the site took 2 imaging system spins successfully and proceeded to the navigation task. However, the provided logs did not capture any abnormalities that could confirm the cause of the reported inaccuracy issue. The analyst was suspecting the movement of anatomy relative to the frame during the procedure might have caused the reported inaccuracy. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after reg istration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.